Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager had an issue, the error was remote manager failing to unlock. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had issue with remote manager which failed to unlock. A field service engineer (fse) arrived onsite and found the latch wiring harness was loose, and fse tightened the latch and secured the blade connectors to the circuit board. Fse then verified proper operation in hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.